Event description:
Surgeon claimed that valve would not reprogram. Valve was placed as a lumbar peritoneal shunt on a very heavy patient. Surgeon is aware that this is not an indicated use of this device but chose to report the event to jjpi.